Event description:
During the operation, the 5318 tester is not working properly. The lead's parameters cannot be accurately tested. Therefore, it is returned to the company and will not be used again. China cc [redacted]/ after confirmation with sales rep, this is a mdt device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).